Event description:
It is alleged that during a case the movement of the instrument arm was reportedly "jerky" and there was difficulty in removing the instrument. It was reported that the patient's liver was punctured due to the difficulty in moving the instrument.